Manufacturer narrative:
Additional information: one ensite velocity¿ system velocity amplifier was received into the lab for analysis. The amplifier was powered on and passed a power-on self-test (post) and displayed a green led. Review of error, system and post logs revealed no critical errors. The amplifier passed functional testing with no errors observed. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported error message and subsequent cancellation was unable to be confirmed.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure a cancellation occurred due to an error message. Before inserting the catheters for the procedure a "right patch disconnected" error message was displayed when the mapping system was validated. The connection was checked and the patient reference electrode was exchanged but the issue was not resolved. The navlink was exchanged and tested with another new set of electrodes with no resolution to the error message. The procedure was cancelled with no adverse patient consequences.